Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons not working) was confirmed.  Upon investigation both response buttons were non-functional.  The cause for the failure was worn traces in the response buttons. The root cause for the warn traces was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.